Manufacturer narrative:
Of the 6 malfunctions, 4 lot numbers were provided, and the lot history reviews were performed. For the six reported complaints, six devices were returned for evaluation. Of the six reported complaints, 3 complaints provided photos that were reviewed. Defective component was identified for all 6 malfunctions, 2 of which were found to have been manufacturing related issues. A root cause has not been determined for the remaining malfunctions. The devices are labeled for single use.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model 9808560 port & catheter allegedly had a defective component. These reports were received from various sources. All six events had no reported patient injury. One patient is female; however, all other patient age, weight, gender was not provided.

Manufacturer narrative:
For the six reported complaints, five device were returned for evaluation. Of the six reported complaints, 3 complaints provided photo and reviews are currently underway review. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model 9808560. Port & catheter, implanted, subcutaneous, intravascular allegedly had a defective component. These reports were received from various sources. All sive events had no reported patient injury. One patient is female; however, all other patient age, weight, gender was not provided.